Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings:the complaint of a dim/faded display could not be adequately investigated due to the display being damaged. Investigation revealed that the display screen was cracked and blank. The damaged display was replaced with a test display, and the test display functioned normally.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).